Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A review of the site¿s system logs did not reveal any system-related errors which may have been associated with the reported event.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon was retracting the colon while skeletonizing the inferior mesenteric artery (ima) and upon extensive retraction, the ima tore from the root at the aorta, which caused rapid bleeding. After approximately 45 seconds of trying to control the bleeding robotically, the surgeon called for an emergency undock. The system was undocked while the surgeon was getting scrubbed up with the open surgery conversion instrument set. After 90 seconds (post ima tear), the patient arrested on the table but was resuscitated after a blood transfusion and opening the patient up to control the bleeding. The estimated blood loss was 2.8 liters. The patient has reportedly been stable since and has no post-operative complications. No reported long term complications risks were reported and there were no major care plan changes. There was no reported malfunction of the instrument or system.